Event description:
It was reported the patient's rod broke sometime post-op. No revision surgery has been reported.

Manufacturer narrative:
(B) (4): no product was returned for evaluation. No imaging films were provided to the manufacturer.